Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a failed total shoulder replacement. All 4 implants were removed and the new reverse shoulder went in without a hitch.